Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the suture broke. The target lesion was located in the left kidney to the bladder. A 10.3/26 expel¿ nephroureteral stent system with twist-loc¿ hub was selected for use. During insertion, it was noticed that the pigtail suture broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.